Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported detachment of device component (ccd). There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report clip detachment, delay in the procedure it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. On (B)(6) 2019, the patient underwent a second mitral clip procedure due to disease of progression. It was noted that previously implanted clip is stable on both leaflets. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve; however, during the deployment sequence, the clip became detached from both leaflets. The clip was closed and free floating in the left atrium, but the clip remained on the gripper line. The physician had one end of the gripper line outside of the cds to prevent the clip from becoming embolized. The gripper line was pulled to bring the clip to the tip of the steerable guide catheter. A surgeon needed to increase the access to the vein to retrieve the clip safely, causing a delay in the procedure. Both the clip and sgc were retracted simultaneously. One clip was implanted, reducing mr to 3-4. The patient is stable. No additional information was provided.